Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged test baton into monitor and powered on. The image quality was good and the led's were functioning. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image kept cutting in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.